Manufacturer narrative:
Product event summary: product ID mc1avr1: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# (B)(4): the full delivery system was returned and analyzed. The delivery system tether lock housing leaks. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was bent at 5 cm from the distal end of the delivery system. The inner shaft was kinked at 1.5 cm and 3 cm from the distal end of the recapture cone. There was a leak inside of the delivery system handle that was leaking between the tether lock housing and the tether lock. During flushing, the device did not prematurely deploy with no anomalies found. There were no anomalies found with the tether of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the fluid in the delivery system wasn't reaching the cup as it was coming out of the handle.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds after a few deployments. The delivery system (d/s) was removed and the system was flushed. A clot was noticed on the leadless ipg resulting in fixation difficulty and there was difficulty getting the flush to travel up the d/s  due to blockage while the leadless ipg was recaptured. It was noted that the tether lock was locked and the flush appeared to be leaking out of the d/s handle. It was also noted that the tether was loose and the leadless ipg would extend forward during contrast despite steps being taken to ensure the tether was taut. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.